Manufacturer narrative:
Additional in d8, h6.

Event description:
It was reported, that the device displayed an error message. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Technical support - informed this is due to a software compatibility fault. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device displayed an error message. There was no patient involvement.